Manufacturer narrative:
Batch review performed on 15 november 2020: lot 1811572: (B)(4) items manufactured and released on 20-mar-2019. Expiration date: 2024-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by medacata knee r&d manager: revision surgery after 1 year and a half for implant loosening due to thermal necrosis. From inspection based on the pictures of the explanted baseplate and femoral component, no anomalies can be revealed on the explanted components. Loosening is most likely due to necrosis. Cause for thermal necrosis are unknown.

Event description:
The patient came in, 1 year and 6 months after primary surgery, reporting pain due to the loosening of the tibia that was caused by thermal necrosis. The surgeon revised the femoral component, tibial tray, and poly. The surgery was completed successfully.